Manufacturer narrative:
(B)(4).

Event description:
The patient was revised to address femoral component loosening at the bone to cement and cement to implant interface. Depuy cement was used.

Manufacturer narrative:
The device associated with this report was not returned. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.